Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. On the same day as peritonitis onset, the pt was hospitalized for the event. On an unreported date, the pt began treatment for the event with inj-injection gentamycin and inj vancomycin (dose and frequency not reported). At the time of this report, the peritonitis was resolving and the pt was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.